Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call would not send a signal. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the sidecomm board was inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2008. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the sidecomm board to resolve the issue. Based on this info, no further action is required.